Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1 had failed and required maintenance. Customer did reboot the station and recover the drawer however issue still persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and required maintenance. A field service engineer (fse) found that the matrix drawer cable was slightly unplugged, causing the drawer not to be detected. The cable was reseated, the system was rebooted, and the drawer functioned properly. The customer performed an inventory on the drawer, and it opened successfully. The drawer was also tested in diagnostics. The system functioned as intended after the field service engineer repaired the device.